Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone that the customer was receiving a stuck button alarm. They said that they received 4 in the last hour and 20 minutes. His blood glucose was 73 mg/dl. The customer is also complaining that their rubber gasket keeps popping out, preventing the reservoir from locking in place. He stated that he had dropped his pump a few weeks ago and believes that is why the rubber gasket will not stay in place. During troubleshooting, the customer stated that she did not press a button down for three minutes or more and that the insulin pump was not exposed to any altitude changes. . Customer was advised that insulin pump would need to be replaced and to revert to a backup plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector was inspected and properly connected. Unit received with missing reservoir tube o-ring, minor scratched display window, fading serial number label and scratched case.